Event description:
This pacemaker was explanted for high ventricular threshold readings.

Event description:
This pacemaker was explanted for high ventricular threshold readings. The oscor ventricular lead was also removed at that time and both devices were replaced.

Manufacturer narrative:
High ventricular threshold readings. A response from the manufacturer is pending. The device was not returned for analysis. Since the device and/or the programmer files were not returned, no analysis can be provided for this case. Please note several attempts were made to retrieve them.

Manufacturer narrative:
High ventricular threshold readings. A response from the manufacturer is pending.